Event description:
Post-operatively, blood drainage from the pleural cavity increased from 100 cc/15 min. To 500 cc/15 min. The pt was then reopened and the aorta was noted to be "disintegrating". The aorta could not be cannulated and the pt subsequently expired. The condition of the graft anastomosed with the aortic connector is unknown. The surgeon does not allege the connector caused the incident and does not expect follow-up from sjm.